Manufacturer narrative:
Investigation pending.

Event description:
Patient self tester concerned with low inratio result. Inratio: 1.0, lab: 2.4. Time between testing within an hour. Therapeutic range not provided.